Event description:
It was reported that the cannula was bent/crimped and leaking underneath the self-adhesive of the headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.